Event description:
The complainant reported that seven weeks subsequent to a successful enteryx procedure being performed, the pt complained of an iability to eat, which had resulted in a weight loss of twenty-seven pounds. Upon a follow-up egd exam, it was found that the pt "bulked up" to the point where the physician was unable to pass the scope. The complainant indicated that the tissue looked healthy, and that the clinician then dilated the pt to 14mm. It was reported that the pt was "feeling fine" after the post procedure was completed, and that the pt's condition was also "fine" after the post procedure was concluded.